Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
During the night of (B)(6) 2015, the patient was hospitalized in urgency because of nocturnal palpitations. In device memories (aida), no episode was stored. The heart rate curve showed a high heart rate around 5am that was correlated with the clinical symptoms of the patient at that time. However, in aida, the following message appeared "non sustained arrhythmia detected." The physician would like to understand why no arrhythmia has been stored in the device, and why the message in aida states the arrhythmia as "non sustained," despite the clinical symptoms of the patient.

Manufacturer narrative:
Preliminary analysis showed that no atrial sustained arrhythmia episode has been recorded by the device because all the criteria of triggering the recording were not met.

Event description:
During the night of (B)(6) 2015, the patient was hospitalized in urgency because of nocturnal palpitations. In device memories (B)(4), no episode was stored. The heart rate curve showed a high heart rate around 5am that was correlated with the clinical symptoms of the patient at that time. However, in (B)(4), the following message appeared "non sustained arrhythmia detected". The physician would like to understand why no arrhythmia has been stored in the device, and why the message in (B)(4) states the arrhythmia as "non sustained", despite the clinical symptoms of the patient.

Manufacturer narrative:
(B)(6).

Event description:
During the night of (B)(6) 2015, the patient was hospitalized in urgency because of nocturnal palpitations. In device memories (aida), no episode was stored. The heart rate curve showed a high heart rate around 5am that was correlated with the clinical symptoms of the patient at that time. However, in aida, the following message appeared "non sustained arrhythmia detected". The physician would like to understand why no arrhythmia has been stored in the device, and why the message in aida states the arrhythmia as "non sustained", despite the clinical symptoms of the patient.